Event description:
It was reported the device was beeping and had a red "x". There was no patient involvement. A philips field service engineer (fse) evaluated the device on site. The reported problem was not confirmed. The fse verified that the device was confirmed to be operating per specifications and no failure was identified. The investigation concludes that no further action is required at this time.